Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The x-ray tube was cleaned, and the sram battery was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9600 system displayed a saturation fault error message. No patient injury was reported.